Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was evidence of hematoma on the pocket about a month after the device implant. There was a part of pocket with redness. The physician considered this event as skin damage. The ICD was re-implanted on the right side. The lead was explanted and replaced. The patient's medical condition was fine during treatment. Patient was doing well during post-procedure follow-up also.

Manufacturer narrative:
Implant date - (B)(6) 2016.